Event description:
Through the course of the treatment, venous pressures dropped until venous alarm sounded and reverse "tmp" alarm appeared. After pt was rinsed back, blood was apparent behind transducer protector. Transducer was tested and verified correct.